Manufacturer narrative:
No button response due to button keypad connector unlocked. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip. Insulin pump was unable to perform the displacement test due to keypad anomaly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the esc button on the insulin pump was not working. No further information reported.